Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set detachment event on 06-july-2025. The site of detachment was tubing connector. The infusion set was in use for one day. No further information available.